Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing information. The analyst noted evidence of noise during vt-ns and high rate-ns episodes between (B)(6) 2015 and (B)(6) 2015. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2002. (B)(4) lead, implanted: (B)(6) 2006. (B)(4) lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that there were several non-sustained tachycardia episodes that show nonphysiologic sensing on both of the right atrial (ra) and right ventricular (rv) channels, consistent with "mirror image" oversensing. The leads remain in use. No patient complications have been reported as a result of this event.